Manufacturer narrative:
Concomitant medical products: 900sfc28, heart ring implanted (B)(6) 2017. Evaluation summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. It was noted that there was purulent discharge coming from the implantable pulse generator (ipg) incision site. Blood cultures were positive for coagulase-negative staph. The ipg system was explanted. No further patient complications have been reported as a result of this event.